Event description:
A staff member had difficulty releasing a hand table top from the base and was injured by a sharp edge on the top.

Event description:
A staff member had difficulty releasing a hand table top from the base and was injured by a sharp edge on the top.

Manufacturer narrative:
This complaint was regarding a device manufactured by corin multilok tabletop and a device manufactured by mizuho osi multilok base. No previous complaints have been reported from (B)(6) 2017 to (B)(6) 2020. Multiple requests were made for the return, no device was returned for evaluation. The contribution of the multilok base cannot be confirmed through the investigation event cannot be confirmed through this. Requests regarding the return status were sent with no response received as of (B)(6) 2020. The table base was returned for evaluation. On visual inspection, the base was observed to be slightly bent. On functional evaluation, it was found to be working as intended, and most likely did not contribute to the finger punctures.